Event description:
It was reported that at follow-up, insulation damage with externalized conductors was observed via x-ray. All electrical parameters were normal.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received indicates that when the patient presented for a device replacement for eri, the lead was capped and replaced. The patient was stable afterwards.